Manufacturer narrative:
All buttons functioning properly. No damage/unlocked lcd keypad connector during visual inspection noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. Device had stripped battery cap coin slot (p), minor scratched lcd window. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of the insulin pump were less responsive. The customer¿s blood glucose was unknown. The customer stated that there were scratches on screen, battery cap was stripped and was not tighten down, insulin pump had rejected new battery, buttons were less responsive, buttons were harder to press, sometimes had to press buttons twice, there were unexplained no delivery alerts. The customer declined troubleshooting with technical support. The insulin pump will not be returned for analysis.